Event description:
It was reported that during a gastrectomy procedure, the device would not fire. At the fourth reload (ecr60b), it is impossible to perform the stapling of the stomach due to the fact that the device remained blocked in closed position (not on the tissues). After inserting, it could be opened but blocked again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ec60a device was returned in good visual condition and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was not properly loaded in the device. The cartridge reload was received unfired. Upon further inspection, several b-formed staples and tissue were noted behind the knife and jamming the knife to its home position. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The b-formed staples and tissue were removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with the returned cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.